Manufacturer narrative:
Concomitant products: 0085 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to atrial driven arrhythmias detected as ventricular fibrillation (vf) by the implantable cardioverter defibrillator (ICD). The patient¿s family member called to report an inappropriate shock with the patient ending up in the emergency room (ER). The patient¿s family member reports the patient having atrial fibrillation (af) and symptoms of dizziness. A follow up with the patient¿s healthcare provider yielded that the ICD was reprogrammed and the issue was resolved. The ICD remains in use. No further patient complications have been reported as a result of this event.